Event description:
Caller reported blood glucose results of 400 mg/dl her on aviva system , 120 mg/dl on husband's aviva system within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is for customer's aviva system, medwatch with identifier (B)(6) is for husband's aviva system.